Event description:
A malfunction alarm labeled as malf 12 was reported, which was resolved without requiring a reset in the past 24 hours. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue emerged again.